Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s mildly calcified lesion during advancement, resulting in resistance during advancement. Additionally, it was reported that the wire coils stretched and the core break. It is likely that manipulation of the wire, when resistance was encountered, resulted in the reported stretched coils and break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending (lad) artery to the right coronary artery (rca). The hi-torque balance middleweight (bmw) hydro guide wire was advanced to the rca and an unspecified trek balloon was used to pre dilatate successfully. The an unspecified xience stent track over the guide without issue the stent was deployed successfully. The guide wire was then advanced to the lad; however, resistance was felt with anatomy and once at the lesion under fluoroscopy the tip coils were noted to be stretched. The core of the guide wire separated, but the guide wire remained in piece. The guide wire was removed without issue and another bmw was used to successfully continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.